Manufacturer narrative:
The pad-pak was manufactured as part of a lot of 200 on the 5th november 2019. All pad-pak¿s were voltage tested on the 7th november 2019. 198 pad-pak units were dispatched to the distributor ¿valo¿ on the 11th november 2019. The returned pad-pak was measured and found to be significantly depleted. This had resulted in the pad- pak failing to power on and issuing a red status indicator and failure chirp on a retained test sam 500p during investigation, as per the reported fault. The battery pack was investigated, and no abnormalities were found with the battery connections. The reported fault could relate to any number of issues, such as the storage conditions of the device or it may had become depleted due to an external load. The pad-pak will be scrapped and replaced.

Event description:
New pad-pak out of box gave a red status indicator and device started beeping. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
New pad-pak out of box gave a red status indicator and device started beeping. There was no patient involved in this event.